Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) triggered due to high-rate non-sustained episodes and sensing integrity counter (sic). Oversensing was noted on the atrial and ventricular electrograms (egm) of the cardiac resynchronization therapy defibrillator (crt-d) due to electromagnetic interference (emi). It was noted that the emi and oversensing was causing inhibition of pacing in the ventricle. In addition, t-wave oversensing (twos) was noted on an episode. The crt-d and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 1688tc lead implanted: (B)(6) 2009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.